Manufacturer narrative:
The reported event of programmer freeze complaint was confirmed. Final analysis found that the application froze due to software not handling ¿cancel temporary programming¿ action when done quickly. No further anomalies were identified.

Event description:
It was reported that the patient presented in clinic for novel implantable cardioverter defibrillator (ICD) implant. During intraoperative device check, the patient's ICD was temporarily programmed to low pacing settings. It was observed that the programmer had froze upon making this change and bluetooth telemetry was temporarily lost. The pacemaker-dependent patient has sustained bradycardia during this time. The temporary pacing was manually terminated by resetting the bluetooth connection, upon which the device was able to be reprogrammed to nominal settings. The patient was stable.